Manufacturer narrative:
B5: additional information. H6: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen again on (B)(6) 2020. The patient was still having abdomen pain. The patient was referred to a gi specialist. There was a CT (computerized tomography) scan done that showed wedge-shaped areas of hypoenhancement in the right kidney, potentially reflecting infarcts or pyelonephritis. No thrombus was noted. The CT scans were not received from cedars sinai. The ldh (lactate dehydrogenase) was back to baseline on the current anticoagulation. The gi specialist was planning to perform a repeat colonoscopy to ensure there was no residual damage.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: his ldh did increase some in december with no signs of hematuria. It started while being admitted at cedar sinai. Patient is back in (B)(6) discharged from (B)(6). As of (B)(6) 2020, patient is stable and asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated ldh, hematuria, ischemic colitis, and hypertension could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted system controller log file captured pump power ranging between 4.8 and 6.1 w, estimated flow ranging between 4.2 and 7.0 lpm, and average pi ranging between 4.7 and 7.5. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. The heartmate ii lvas IFU lists hemolysis and various forms of infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted with severe abdominal pain and nausea which was determined to be ischemic colitis on colonoscopy. The patient had hematuria, and hemolysis laboratory results were pending. They started on a heparin drip along with antibiotics for ischemic colitics. Lactate dehydrogenase blood level (ldh) was 410 u/l on (B)(6) 2019 which was an increase from baseline of 210 u/l, and elevated to 927 u/l, but plasma free hemoglobin was stable at 10 g/dl. It started while being admitted at cedar sinai and date of admission is unknown. They started him on a heparin drip at cedar sinai along with antibiotics for ischemic colitis. A computed tomography was done in an outside facility so the result was not accessible. The patient was discharged. Manufacturer technical analyst review the log file and observed some elevated flows above the normal parameters. The elevated flows were a little concerning in light of the hematuria. No further information was provided.